Event description:
Healthcare professional reported "lump" and "rupture". Later healthcare professional reported "hole non-specific", "intracapsular rupture", "multiple cysts", "solid nodule" and "capsule much thicker". Later healthcare professional reported "rupture", "mild waterfall deformity", "breast ptosis" and "glandular ptosis". This record is for the right side. Device was explanted and replaced. Patient underwent capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and non penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Clarification to d6a: partial date of 2005 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "lump" and "rupture". Later healthcare professional reported "hole non-specific", "intracapsular rupture", "multiple cysts", "solid nodule" and "capsule much thicker". This record is for the right side. Device was explanted and replaced. Device will be returned. Patient underwent capsulectomy.